Manufacturer narrative:
Concomitant medical products: 6937a-52, implanted: (B)(6) 2011; 6996sq58 lead, implanted: (B)(6) 2015; dtma1d1 ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited potential occasional under-sensing on stored electrograms, with high threshold and potential inconsistent capture. It was also reported that the left ventricular (lv) lead exhibited potential inconsistent capture. Both the rv lead and lv lead remain in use. No patient complications have been reported as a result of this event.